Event description:
It was reported that a spectrum pump as alarming for system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The reported system error 105 was confirmed through the event history log, but was unable to be reproduced during eval. The motor was replaced as it is a known contributor to this symptom.